Event description:
"Microbubbles/small air in arterial line of novaline (ak98 machine cartridge). Not from patient vascath. Another hd staff reconnected the line to make sure not operator error. Air still seen in arterial line. Seems like air is collected/trapped in dialyzer or venous chamber and not reaching patient via venous line. Baxter product complaint line called, spoke with (B)(6). They will send sample return kit so we can send back novaline to them for review." FDA safety report ID# (B)(4).